Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Revision op notes demonstrated that the patient was revised due to pain and cup loosening. The stem was well-fixed. The cup was loose and easily removed. New dual mobility construct was implanted. Hip was reduced and found stable. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device not returned for evaluation.

Event description:
It was reported that the patient was revise due to pain, inflammation and loosening approximately 5 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00875201132, lot number: 62196518, brand name: xlpe liners. Catalog number: 00877503201, lot number: 2666114, brand name: biolox delta ceramic head. Catalog number: 00771100920, lot number: 62145596, brand name: ml taper stem. Catalog number: 00875700001, lot number: 62180907, brand name: dome hole plug. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revise due to pain and loosening approximately 5 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.